Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom does not recognize a closed door. The unit was received inoperable due to a door not fully latched alarm, determined to be caused by a loose upper link screw. The link screws were replaced.

Event description:
It was reported that a spectrum infusion pump does not recognize a closed door. It was also reported that there was no patient involvement.